Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for birth control. Sometime after the procedure the plaintiff began to experience severe pelvic abdominal pain and cramping; rapid unexplained weight loss, bleeding, anemia, infection, more. The pain symptoms were so severe she was prescribed pain medication undergoing conservative treatment and diagnostic testing while the implant was inside of body; there was no indication that her symptoms were related to the essure device inside her body. On or about (B)(6) 2016, plaintiff was forced to undergo a surgical removal the essure device. It was not until the surgery that it was determined that one or more of coils had migrated from the fallopian tubes and perforated other organs. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. About five years after insertion, a surgical removal of devices was performed and it was noticed that one or more of the coils migrated from the fallopian tubes and perforated other organs (seen as device dislocation and pelvic organ injury). Plaintiff also experienced bleeding (genital haemorrhage), amongst non serious events. All events are anticipated in the reference safety information for essure. There is a risk that the device could move out of the fallopian tubes. Also, internal organs perforation may occur with essure. Both may occur due to device migration or during insertion procedure. Although the exact date and mechanism of dislocation/pelvic organ injury were not known, given their nature, causality with essure therapy cannot be excluded. Pelvic pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one or more of coils had migrated from the fallopian tubes and perforated other organs / migration of essure device location of device: right fallopian tube/essure device migrated/perforation right fallopian tube /perforated the right fallopian tube.'), pelvic pain ('pelvic pains /pain,'), pelvic organ injury ('one or more of coils had migrated from the fallopian tubes and perforated other organs') and white blood cell count increased ('infection (other) describe: elevated white blood count,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, squamous cell carcinoma of skin, degenerative disc disease, hypothyroidism, allergic rhinitis, cervical disc disease, radiculopathy, hypothyroidism, pelvic pain, skin cancer, adjustment reaction with mixed disturbance of emotions and conduct, ovarian cyst, back pain, lumbar pain, lumbar spine pseudarthrosis, amenorrhea, endometriosis, localised muscle pain, bleeding genital, itching, pain, skin cancer, infection, low back pain, slight fever, weight loss, weight gain, injection site exfoliation, flu, generalized resistance to thyroid hormone, night sweats, dizzy, painful intercourse, cystitis, pelvic discomfort, menses irregular, ovarian pain and ankle operation. Previously administered products included for an unreported indication: mirena from (B)(6) 2009 to (B)(6) 2010, keflex, moxifloxaon hcl in nacl, tetracycunes, provigil, ciprofloxacin hydrochloride and sulfa. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included adhd, neck pain, pain in extremity, hemorrhagic cyst, abdominal pain upper, breast pain, abdominal cramps, vaginal discharge, pruritus, vaginal irritation, dysuria, pelvic pain, poor quality sleep, tremor, energy increased, multiple allergies, muscle pain, back muscle spasms, emotional problems, stress, anxiety, depression, hyperthyroidism, fatigue, weakness, diarrhea, palpitations, anxious mood, dysuria, blood in urine, recurrent urinary tract infection, acute hemorrhagic leukoencephalitis, abdominal cramps, uterine pain, pain ankle, general malaise, vomiting, fever, chills, decreased appetite, cough, shortness of breath, sinusitis, bronchitis and post-traumatic pain. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) (B)(6) 2011 to (B)(6) 2011, carisoprodol from (B)(6) 2012 to (B)(6) 2013, celecoxib (celexa), cetirizine hydrochloride since 2011, ethinylestradiol;norethisterone acetate (microgestin) since september 2011, gabapentin (neurontin) from (B)(6) 2016 to (B)(6) 2016, levothyroxine since 2008 to (B)(6) 2012, mometasone furoate (nasonex) since (B)(6) 2012, mometasone from (B)(6) 2012 to (B)(6) 2013, naproxen from (B)(6) 2012 to (B)(6) 2012, salbutamol since (B)(6) 2012 and thyroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition anxiety"), thyroid disorder ("autoimmune disorder type of disorder: thyroid problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and pollakiuria ("bladder or urinary problems or changes increasing urination") and was found to have white blood cell count increased (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), anaemia ("anemia,"), vulvovaginal pain ("vaginal pain") and dyshidrotic eczema ("dishidrotic eczema") and was found to have weight decreased ("rapid unexplained weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, salpingectomy, total laparoscopic hysterectomy and vaginal cuff dehiscence, evisceration of small bowel.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic organ injury, genital haemorrhage, white blood cell count increased, abdominal pain, abdominal pain lower, weight decreased, anaemia, depression, anxiety, thyroid disorder, migraine, headache, dysmenorrhoea, vaginal discharge, pollakiuria, vulvovaginal pain and dyshidrotic eczema outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, dyshidrotic eczema, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic organ injury, pelvic pain, pollakiuria, thyroid disorder, vaginal discharge, vulvovaginal pain, weight decreased and white blood cell count increased to be related to essure. The reporter commented: current weight 140 lbs in pfs it was reported as most, if not all symptoms decreased. Discrepancy noted for date(s) of removal: (B)(6) 2016, (B)(6) 2019 bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one or more of coils had migrated from the fallopian tubes and perforated other organs / migration of essure device location of device: right fallopian tube/essure device migrated/perforation right fallopian tube /perforated the right fallopian tube.'), pelvic pain ('pelvic pains /pain,'), pelvic organ injury ('one or more of coils had migrated from the fallopian tubes and perforated other organs') and white blood cell count increased ('infection (other) describe: elevated white blood count,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, squamous cell carcinoma of skin, degenerative disc disease, hypothyroidism, allergic rhinitis, cervical disc disease, radiculopathy, hypothyroidism, pelvic pain, skin cancer, adjustment reaction with mixed disturbance of emotions and conduct, ovarian cyst, back pain, lumbar pain, lumbar spine pseudarthrosis, amenorrhea, endometriosis, localised muscle pain, bleeding genital, itching, pain, skin cancer, infection, low back pain, slight fever, weight loss, weight gain, injection site exfoliation, flu, generalized resistance to thyroid hormone, night sweats, dizzy, painful intercourse, cystitis, pelvic discomfort, menses irregular, ovarian pain and ankle operation. Previously administered products included for an unreported indication: mirena from (B)(6) 2009 to (B)(6) 2010, keflex, moxifloxaon hcl in nacl, tetracycunes, provigil, ciprofloxacin hydrochloride and sulfa. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included adhd, neck pain, pain in extremity, hemorrhagic cyst, abdominal pain upper, breast pain, abdominal cramps, vaginal discharge, pruritus, vaginal irritation, dysuria, pelvic pain, poor quality sleep, tremor, energy increased, multiple allergies, muscle pain, back muscle spasms, emotional problems, stress, anxiety, depression, hyperthyroidism, fatigue, weakness, diarrhea, palpitations, anxious mood, dysuria, blood in urine, recurrent urinary tract infection, acute hemorrhagic leukoencephalitis, abdominal cramps, uterine pain, pain ankle, general malaise, vomiting, fever, chills, decreased appetite, cough, shortness of breath, sinusitis, bronchitis and post-traumatic pain. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin)(B)(6) 2011 to (B)(6) 2011, carisoprodol from (B)(6) 2012 to (B)(6) 2013, celecoxib (celexa), cetirizine hydrochloride since 2011, ethinylestradiol;norethisterone acetate (microgestin) since september 2011, gabapentin (neurontin) from (B)(6) 2016 to (B)(6) 2016, levothyroxine since 2008 to (B)(6) 2012, mometasone furoate (nasonex) since (B)(6) 2012, mometasone from (B)(6) 2012 to (B)(6) 2013, naproxen from (B)(6) 2012 to (B)(6) 2012, salbutamol since (B)(6) 2012 and thyroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition anxiety"), thyroid disorder ("autoimmune disorder type of disorder: thyroid problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and pollakiuria ("bladder or urinary problems or changes increasing urination") and was found to have white blood cell count increased (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), anaemia ("anemia,"), vulvovaginal pain ("vaginal pain") and dyshidrotic eczema ("dishidrotic eczema") and was found to have weight decreased ("rapid unexplained weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, salpingectomy, total laparoscopic hysterectomy and vaginal cuff dehiscence, evisceration of small bowel.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic organ injury, genital haemorrhage, white blood cell count increased, abdominal pain, abdominal pain lower, weight decreased, anaemia, depression, anxiety, thyroid disorder, migraine, headache, dysmenorrhoea, vaginal discharge, pollakiuria, vulvovaginal pain and dyshidrotic eczema outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, dyshidrotic eczema, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic organ injury, pelvic pain, pollakiuria, thyroid disorder, vaginal discharge, vulvovaginal pain, weight decreased and white blood cell count increased to be related to essure. The reporter commented: current weight 140 lbs. In pfs it was reported as most, if not all symptoms decreased. Discrepancy noted for date(s) of removal: (B)(6) 2016, (B)(6) 2019 bilateral salpingectomy, total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- reporter information and new event eczema were added. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 11-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains. About five years after insertion, a surgical removal of devices was performed and it was noticed that one or more of the coils migrated from the fallopian tubes and perforated other organs (seen as device dislocation and pelvic organ injury). Plaintiff also experienced bleeding (genital haemorrhage), amongst non serious events. All events are anticipated in the reference safety information for essure. There is a risk that the device could move out of the fallopian tubes. Also, internal organs perforation may occur with essure. Both may occur due to device migration or during insertion procedure. Although the exact date and mechanism of dislocation/pelvic organ injury were not known, given their nature, causality with essure therapy cannot be excluded. Pelvic pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one or more of coils had migrated from the fallopian tubes and perforated other organs / migration of essure device location of device: right fallopian tube/essure device migrated/perforation right fallopian tube /perforated the right fallopian tube."), pelvic pain ("pelvic pains /pain,"), pelvic organ injury ("one or more of coils had migrated from the fallopian tubes and perforated other organs") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, squamous cell carcinoma of skin, degenerative disc disease, hypothyroidism, allergic rhinitis, cervical disc disease, radiculopathy, hypothyroidism, pelvic pain, skin cancer, adjustment reaction with mixed disturbance of emotions and conduct, ovarian cyst, back pain, lumbar pain, lumbar spine pseudarthrosis, amenorrhea, endometriosis, localised muscle pain, bleeding genital, itching, pain, skin cancer, infection, low back pain, fever, weight loss, weight gain, injection site exfoliation, flu, generalized resistance to thyroid hormone, night sweats, dizzy, painful intercourse, cystitis, pelvic discomfort, menses irregular and ovarian pain. Previously administered products included for an unreported indication: mirena from (B)(6) 2009 to (B)(6) 2010, keflex, moxifloxaon hcl in nacl, tetracycunes, provigil, ciprofloxacin hydrochloride and sulfa. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included adhd, neck pain, pain in extremity, hemorrhagic cyst, abdominal pain upper, breast pain, abdominal cramps, vaginal discharge, pruritus, vaginal irritation, dysuria, pelvic pain, poor quality sleep, tremor, energy increased, multiple allergies, muscle pain, back muscle spasms, emotional problems, stress, anxiety, depression, hyperthyroidism, fatigue, weakness, diarrhea, palpitations, anxious mood, dysuria, blood in urine, recurrent urinary tract infection, acute hemorrhagic leukoencephalitis, abdominal cramps and uterine pain. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) (B)(6) 2011 to (B)(6) 2011, carisoprodol from (B)(6) 2012 to (B)(6) 2013, celecoxib (celexa), cetirizine hydrochloride since 2011, ethinylestradiol; norethisterone acetate (microgestin) since (B)(6) 2011, gabapentin (neurontin) from (B)(6) 2016 to (B)(6) 2016, levothyroxine since 2008 to (B)(6) 2012, mometasone furoate (nasonex) since (B)(6) 2012, mometasone from (B)(6) 2012 to (B)(6) 2013, naproxen from (B)(6) 2012 to (B)(6) 2012, salbutamol since (B)(6) 2012 and thyroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition anxiety"), thyroid disorder ("autoimmune disorder type of disorder: thyroid problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and pollakiuria ("bladder or urinary problems or changes increasing urination") and was found to have white blood cell count increased ("infection (other) describe: elevated white blood count,"). On an unknown date, the patient experienced pelvic organ injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), anaemia ("anemia,") and vulvovaginal pain ("vaginal pain") and was found to have weight decreased ("rapid unexplained weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic organ injury, genital haemorrhage, abdominal pain, abdominal pain lower, weight decreased, anaemia, white blood cell count increased, depression, anxiety, thyroid disorder, migraine, headache, dysmenorrhoea, vaginal discharge, pollakiuria and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic organ injury, pelvic pain, pollakiuria, thyroid disorder, vaginal discharge, vulvovaginal pain, weight decreased and white blood cell count increased to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2019: pfs received patient information was added. New event added elevated white blood count, depression, anxiety, thyroid problems, migraines, headaches, migration of essure device location of device right fallopian tube was clubbed with one or more of coils had migrated from the fallopian tubes, dysmenorrhea, pain, vaginal discharge, vaginal pain, increased urinary frequency and onset date added. Concomitant drug was added. Medical history and lab test was added. On 18-feb-2019: follow up 2 and 3 processed together. Medical record received. Reporter information was added. Concomitant drug and medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.